Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported damage. The noted damage is consistent with device wear out due to normal intended use and the investigation did not establish a need for corrective action. Examination of the returned device confirmed the reported event of trial damage. A crack was identified below the color coded indicator extending through the back of the trial. The nicks are due to unintended contact of the saw blade with the trial during surgery. The scratching and general wear is consistent with repetitive contact with patient bone and other devices during trial range of motions over the life of the device. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instrument was damaged during use. The surgeon was very heavy handed with it while he was pushing it on and taking it off. A crack was found after he removed it. No delay to the case and no consequences to the patient.